Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the burn during an MRI scan was not related to an implantable neurostimulation system, as it occurred prior to the patient having devices implanted. The device was implanted for pain the patient experienced as a result of the burn.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative that there medical history included that the patient was burned by an MRI machine during a scan. The patient outcome was unknown. The indication for therapy was lumbar radiculopathy and spinal pain. Further follow-up is being conducted concerning potential device involvement. If additional information is received, a follow-up report will be sent.